Manufacturer narrative:
Zimmer biomet (B)(4). Patient's gender was not provided. Patient's weight was not provided. Event date was not provided.

Event description:
It was reported that the implant was removed due to the disarrangement of the internal hex. New implant was immediately placed and obtained excellent stability. Tooth #3.

Manufacturer narrative:
Supplemental submission created after further assessment determined the event details reported should be reported as a malfunction and not a serious injury as originally reported under MFR 01038806 -2021-00281. Sections corrected: b2: no options selected as it was not a serious injury.

Event description:
There is no update to the original description provided.

Manufacturer narrative:
Product evaluation: one 3i t3® with dcd® tapered implant (bnpt5411) was returned for investigation. Visual evaluation of the as returned product identified a removal tool in the implant drive feature and bone residue around the external threads due to usage. Functional testing could not be performed due to the nature of the devices and events. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The devices were intended for tooth #3 (universal). Per the applicable IFU, it is stated that improper technique and overloading may lead to device failure. DHR review: DHR review for the lot (2019010462) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. The implant was conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the lot (2019010462) for similar events and no other complaint was identified. Post market trending review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, implant malfunction did occur since the removal tool was stuck in the drive feature.

Event description:
There is no update to the original complaint description provided.